Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump had autofill failure alarm multiple times. No harm or injury to the patient was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : d10, e3. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The nurse reported that the autofill failure alarm had occurred multiple times during her shift. The customer had already performed all troubleshooting techniques for the night shift nurse to prevent the alarm from sounding again. Esp personnel reviewed the nature of the alarm, and the customer denied any blood present in the helium extender tubing. The helium level was adequate as well, and then discussed checking for any bends, kinks, or restrictions in the tubing and it the femoral site to ensure an open flow for the helium into the balloon catheter. Esp personnel reviewed nursing interventions like hyperextending the groin using a towel roll and making sure the dressing wasn¿t causing a restriction. The customer agreed to pass the information along and esp personnel provide their direct contact number to the nurse for additional support. They was unable to provide any specifics for complaint information. Esp personnel passed the information along to the oncoming esp member for continued support throughout the night as well.